Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with 2 prostyle devices using a 5f sheath after an interventional embolization procedure. Reportedly, with the first device, there was no bleedback, and the knot could not be advanced into the tract. With the second device, the plunger was not pushed down completely prior to opening the lever; therefore, the needle became bent, resulting in an unformed knot when the plunger was removed [cuff miss]. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible, the device was sub-optimal. In this case, the suture may have been in sub-cutaneous tissue which would appear as if the knot did not push down fully. It is also possible, that the non-rail was inadvertently pulled tightening the knot prematurely. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Reportedly, when the device was inserted in the patient, there was no blood flow observed at the marker lumen; however, the device was still deployed. It should be noted that the prostyle instructions for use (IFU), device preparation states: ¿verify marker lumen patency with saline until saline exits the marker port. Do not use the device if the marker lumen is not patent. The IFU violation did not contribute to the reported difficulties. H6 correction: medical device problem code: 2017/failure to follow steps added.